Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported an ECG nodule failure. There was no report of patient involvement.

Event description:
The customer reported an ECG module failure. There was no report of patient involvement.